Event description:
It was reported that there were high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received further reported during implant attempt of the replacement lead, the screw would not extend and there was positioning/fixation difficulty. This lead was removed as well. A third lead was implanted without incident.

Event description:
It was reported that there were high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Distal segment returned and analyzed. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. There is a guide tooth was returned with the lead bent. Mechanical inspection to determine number of turns to extend and retract the lead could not be completed. Damage at implant noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Distal segment returned and analyzed.